Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. No further investigation was found necessary.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the physician was unable to remove the old sensor on the first attempt made.